Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to a third-party service center for evaluation of an alleged ventilator service required alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator service required error code e-195 was noted indicating the battery life has declined due to use. The battery is still functional, and ac power can still be used; however, the battery is not functioning to specification. The internal lithium-ion battery requires replacement to address this issue. Additional findings not related to the malfunction/issue: the whisper cap, micron filter, blower, tubing and flow sensor assembly are contaminated with dust. The oxygen blending module gasket was kinked. There were no reported device error codes associated with these issues. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.